Event description:
It was reported that during the implant of a surgical lead, the patient suffered a traumatic spinal cord. It was unclear if the device was a product of the manufacturer and no further information on the event could be obtained.

Manufacturer narrative:
Serial# unknown, implanted: unknown, explanted: unknown. (B)(4).